Event description:
During an in clinic follow-up, increased capture threshold and increased pacing impedance were noted on the right ventricular (rv) lead. A conductor fracture was suspected. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced. The patient was stable.

Event description:
Additionally increase high voltage impedance was also observed on the rv lead.

Manufacturer narrative:
As received, only the distal segment of the lead was returned in one piece. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any anomalies except for the damages found consistent with procedural damage. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing lead impedance and inadequate capture as indicated on the device session records. The lead impedance test could not be performed due to as received procedural damage to the lead.